Event description:
Patient's representative reported left side "rupture which led to the suspicion of lymphoma" and "diagnosed with an urgent implant failure and cancer (condition after the breast augmentation with implants)." Pathological markers confirming alcl have not been received. Device has been explanted. Treatment: device explant and removal of connective tissue capsule.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "suspicion of lymphoma", histopathological markers not reported.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "patient felt enlarged lymph nodes of the right armpit." This record relates to the right side.

Event description:
Histopathological markers, cd30 positive and alk negative, have been reported and confirmed.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphoma-alcl: unable to observe as it is a medical event that is not related to the device. Additional observation: red biological tissue observed. It is not possible to determine the lot number or catalog through the photos provided.